Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the manufacturing documentation of the battery confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was programmed with an incorrect chemistry ID firmware file, affecting the battery¿s estimation of its relative state of charge (rsoc). Log file analysis pertaining to the controller in use during the reported event revealed a critical battery alarm was logged at 23-jul-2020 at 17:26:04 involving the battery. During the critical battery alarm, the battery depleted from 24% rsoc to 0%. During this ins tance, the battery was not the active battery, yet still registered a drop in capacity. This observation likely corresponds to the observed incorrect chemistry ID found during testing. Log file analysis did not reveal any anomalies involving the controller within the analyzed period. As a result, the reported critical battery alarm was confirmed; however, the reported power source not recognized by the controller event could not be confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a battery programmed with the incorrect chemistry ID during the manufacturing process, which caused the battery's capacity to drop below 10% rsoc, thus triggering a critical battery alarm. CAPA pr00471739 was opened to investigate this issue. Additional products: d4: serial #: bat813901 d10: yes, return date: 13-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 170 h6: FDA conclusion code(s): 23 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery,model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-oct-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited two inappropriate critical battery alarms. In the first instance, the alarm occurred suddenly without the controller switching to the other battery and without warning. In the second instance, the critical battery alarm occurred at the same time as a battery disconnection. The battery was exchanged and the controller remains in use. No patient complications have been reported as a result of this event.